Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2025 and suture was used. It was reported that the suture was broken when the surgeon attempted to sew the tissue. Total 4 products occurred suture breakage issue. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 10/14/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3 h3 investigation summary: the product was returned to ethicon for evaluation. One paper lid, one detached needle and one winding former with a partially dispensed suture. Product code vcpb945h. To evaluate the condition of the returned sample, the suture was dispensed without problems. No issues related to breakage suture was observed during the evaluation. However, the swage and attachment area of the detached needle did not meet expectations. Since, the hit of the stake was higher than usual. This condition caused the suture to be separated from the needle. As the suture is absorbable and the duration of exposure of the suture in the environment could not be determined, the functional tests could not be performed. Based on the information currently available, an incorrect swage defect was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. The manufacturing records could not be reviewed as the batch/lot number is unknown. Corrected data: d4, g1, d4 reported lot is invalid.